Event description:
The product has arrived and based on the product sample this has been deemed a reportable event. The "made aware date" is considered to be (B)(4) 2012. The physician was attempting to treat a lesion located in the distal rca. Lesion was reported to be anatomically tortuous with no calcification. It is reported that the device was perfectly fine when taken from the box,. The catheter was inserted after the physician felt some resistance in the guide wire, due to coronary tortuosity as a way of support to wire advance. At this point, the physician felt a lot of resistance and noted that the wire was 'stuck.' It was reported that the guide wire did not become looped however resistance was felt as well as an inability to cross the lesion. After some manipulation, it was possible to remove the wire and catheter. When the physician removed the (wire and catheter) it was noticed that part of the plastic from the wire lumen of the catheter cut away. Following the procedure it is reported that the patient was stable, though still with thrombus in the rca. Additional information confirmed that the wire lumen is partially detached at the proximal end and that the marker band of the aspiration catheter is still attached.

Manufacturer narrative:
(B)(4). The product has arrived and based on the product sample this has been deemed a reportable event. The "made aware date" is considered to be (B)(4) 2012. The actual device used in the case was returned and evaluated. Visual examination of the returned aspiration catheter revealed that the proximal end of the wire lumen is lifter from the shaft approximately 1-1.5cm in a distal direction. The wire lumen contains some dried blood. The damaged end of the wire lumen does not fully align with the area that the lumen was originally tacked. The damaged component makes it impossible to conclusively verify the original length. The damage is consistent with wire management issues resulting from the anatomical tortuosity of the right coronary artery, as indicated in the reported event. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for damaged wire lumen. The damage found is consistent with wire a management issue which is indicated within the reported event. The analysis is complete as of today december 2012.